Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2023 in which the ipg was moved from the right flank to the right abdomen due to pain at the ipg site.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.